Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed the pump supplies after the alarms. Insulin delivery was resumed. Customer's blood glucose was in the 400 mg/dl range.